Event description:
Pt reports they are getting a constant down occlusion error on their curlin pump for octagam, pt self infuses. Pt states this is the second pump they have been sent with the same issue. Rph went over troubleshooting such as checking for kinks in line, checking for clamps, correct installation. Pt confirmed they were able to flush their port and the port is not occluded. Pt confirmed pump is hanging above infusion site as well. Pt stated that the occlusion is set to low. Pump was still beeping with the error while on the phone. Pump serial number and expiration unknown. No further information, details or dates available. Product lot and expiration unknown. Unknown if md is aware. Dose/amount: octagam - 90gm. Octagam indication: chronic inflammatory demyelinating polyneuritis. Did pt miss a dose or have an interruption to therapy? Unknown. Did adverse event(s) result due to product issue? Unknown. Did pharmacy replace device? Unknown. Is device associated with event available for return? Unknown. Patient code: 4580 device code: 2423;1012. Reference report: mw5176814.